Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that there was a power on reset (por) 0x400. The rep believed it was this code, but he had already cleared it at the time of the call and remembered seeing a 4. A radiation treatment was related to the issue. This was the patient's 3rd week of radiation treatment. After clearing the power on reset (por) the rep did a physician mode recharge (pmr), but it flipped to a normal recharge screen after about 2 minutes, and the battery was 75% full. No symptoms reported. The issue occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.